Event description:
The facility reported a colleague infusion pump with the reported condition of "select" button of keypad at channel a being inoperative. It is unknown in which care area this event occurred. However, the failure occured before use of the device. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 5.48.92.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during keypad test. The assignable cause was determined to be fluid ingress. Additional information: a service history review revealed that the previous service did not contribute to the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed with no exceptions found during manufacturing.